Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s implantable neurostimulator (ins) was not working, he got in an accident, and the wires were broken. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.